Manufacturer narrative:
A ge service rep performed an on site investigation. The generator batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system has a precharge voltage error. This error will likely prevent the system from booting, which would result in a loss of imaging functionality. There is no report of injury or death.